Event description:
A malfunction alarm was reported with a code identified as malf 12. There was no adverse impact to the customer¿s blood glucose level. The technical support team provided information on resetting the pump and assisted the caller with the reset process. After resetting, the malfunction did not recur, and the customer was advised to keep using the pump and to report any future issues.